Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support was able to review the pump logs and determined too large of a bolus was given, resulting in the low bg. The pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.